Manufacturer narrative:
The subject device is not yet returned.

Event description:
It was reported that during the procedure, a section of the subject guidewire was fractured and could not be removed from the intermediate catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during the procedure, a section of the subject guidewire was fractured and could not be removed from the intermediate catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
D1 product long description - added. D4 catalog # - added. D4 lot/serial no - added. H3 device evaluated by mfg ¿updated. D10/h3 product available to stryker ¿ updated. D10 returned to manufacturer on ¿updated.

Event description:
It was reported that during the procedure, a section of the subject guidewire was fractured and could not be removed from the intermediate catheter. The procedure was completed successfully. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
H4 manufacturing date ¿ added. H3 device evaluated by mfg ¿updated. H3 summary attached - updated. D4 expiration date - added. There are controls in the manufacturing process to ensure the product met specifications upon release. During a visual inspection, the guidewire was noted to be kinked/bent at 113cm, 158cm and 180.5cm from the proximal end, the nitinol tubing proximal bond was noted to be broken, the guidewire was returned broken in 2 segments (16.2cm distal segment and 184.9cm proximal segment), the proximal segment 184.9cm, the nitinol tubing was returned broken, core wire was not exposed, the distal segment 16.2cm, was returned broken, core wire was not exposed, in the distal segment there were two nitinol breaks noted at 15.7cm and 16cm from the distal end with the core wire exposed, the core wire distal end was observed through the distal tip dome, and the hydrophilic coating was hydrated there were no anomalies noted. A functional test could not be performed due to damage. The event was confirmed based on the damage noted to the returned device. The device failed to meet specification when returned for analysis. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to preparation of the device, there were no anomalies noted to the device during initial inspection and preparation, the device was prepared as per the dfu, the dispenser hoop was flushed before removing the guidewire, there was no resistance encountered removing the guidewire from the dispenser hoop, there were no other difficulties encountered during the usage of the device that could have contributed to the issue, it is unknown if the guidewire tip was shaped, it is unknown if continuous flush was maintained for the duration of the procedure, the procedure was completed successfully by removing the devices and exchanging for a new set. The patient¿s anatomy was tortuous. There was friction/resistance encountered during the procedure with the microcatheter. Force was used to overcome resistance as the physician had to pull on the microcatheter. The event occurred inside of the patient. The issue was noted in the middle of the procedure under fluoroscopy. The inner diameter of the microcatheter used in the procedure was 0.025in. It is unknown if there was any unexpected medical intervention. The physician checked for any fragment left inside the patient and verified that the wire came out with the catheter. There was a surgical delay caused by the event as the distal fragment of the wire had to be recaptured. It is unknown how long was the delay and it is unknown if the surgical delay negatively impact the patient. Analysis of the returned device found the guidewire was returned broken in 2 segments (16.2cm distal segment and 184.9cm proximal segment), the nitinol tubing proximal bond was also broken, several kinks were noted along the guidewire. Further inspection of the distal segment found an additional two nitinol breaks 15.7cm and 16cm from the distal end with the core wire exposed. Which indicates the device fractured during the manipulation inside the patient¿s tortuous anatomy. An assignable cause of procedural factors will be assigned to the as reported ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire friction¿ in addition to the as analyzed ¿guidewire distal tip broken/fractured during use¿ and ¿guidewire kinked/bent¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.